Manufacturer narrative:
Based on the further investigation, this issue was determined to no longer be a reportable event. The customer reported there was only smoke during system motion and called the fire department to inspect the system. There was no actual report of fire outside of the system. System engineers determined all system mitigations held. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported smoke during system motion. There was no patient involved, but the nuclear medicine technologist was present during the reported event. The customer called the local fire department to the site; however, the fire and smoke were gone on arrival. The customer stated there was no extinguishing material utilized. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse reported that the skylight y drive motor started smoking during movement. The customer was instructed to turn off the unit. After it was turned off, the system stopped smoking. After trouble shooting, the fse found that the encoder and 3 wires melted. The fse confirmed the technologist was in the room when the issue occurred and that there were no injuries as a result of the smoke. The fse replaced parts to resolve the issue. The skylight imaging system iec 60601-1 is certified and complies with use of system parts from prevention of fire safety approvals of ul94-v0. The gantry covers are constructed of non-flammable materials or materials containing additives for the prevention of fire spread and gas emissions as per en 60601-1 and ul94-v0. The probable cause was the encoder received a high voltage causing the encoder to overload and burn. Internal reference: pr (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported smoke and fire from the y motion encoder during motion. The fire department was dispatched; however, the fire and smoke were gone on arrival. The customer stated there was no extinguishing material utilized. This issue has ben determine to be a reportable event. This event is currently under investigation.